Manufacturer narrative:
The investigation is underway.

Event description:
As reported by a field clinical specialist, a 23 mm sapien 3 ultra was prepped for implant in the aortic position via transfemoral approach. No resistance was encountered with the esheath entering the patient. During insertion of the valve and delivery system through the sheath significant resistance was encountered due to small peripheral arteries [5mm]. The insertion was not at a steep angle. During fine adjust the ¿new fellows over cocked the valve alignment¿ and imaging showed the valve was past the distal marker. The undeployed valve and delivery system were not used and withdrawn into the sheath. All devices were removed as a unit. There was no withdrawal difficulty. Upon removal the iliac was observed to be torn. Surgical intervention was required for repair. A second 23 mm s3u was prepped and successfully implanted. The patient was doing well post procedure. Per medical opinion, the resistance and subsequent injury was due to patient factors (patient anatomy small vessels 5mm).

Manufacturer narrative:
The esheath was not returned for evaluation. No relevant imagery was provided for review. A device and lot history were unable to be performed as the lot number was not provided. As the complaint event was unable to be confirmed a complaint history review was not required. The instructions for use (IFU), device preparation and the training manual were reviewed for instructions or guidance for proper use of the edwards esheath introducer set and no deficiencies were identified. During the manufacturing process, the esheath is visually inspected and tested several times. During manufacturing, the esheath shaft component was 100% inspected. During the final inspection, the esheath underwent 100% inspection by both manufacturing and quality. Additionally, all manufacturing lots are subject to product verification (pv) testing on a sampling basis. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case.  No evidence of product non-conformities or labeling/IFU inadequacies were identified in the evaluation. The complaint for sheath resistance with delivery system was unable to be confirmed. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis; therefore, a manufacturing nonconformance was unable to be determined. A review of manufacturing mitigations supports that it is unlikely that a manufacturing revealed no deficiencies. A review of IFU/training materials revealed no deficiencies. As reported, ¿there was resistance experienced while inserting the commander delivery system¿ and ¿the patient had undersized vessels.¿ as stated in the procedural training manual, ¿push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification.¿ as noted in the complaint event description, the minimum luminal diameter is 5.0 mm. The smallest minimum luminal diameter (mld) recommended for use with a 14fr esheath is 5.5 mm as stated in the IFU and procedural training manual. During insertion of the delivery system, an undersized access vessel can constrict the sheath from full expansion during thv advancement, further leading to resistance. Available information suggests that patient factors (thv diameter relative to undersized access vessel) may have contributed to complaint sheath resistance with delivery system.  However, without the complaint device or applicable imagery, a definitive root cause was unable to be determined at this time. Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. Based on the available information, it is possible that patient and (undersized access vessel mld) and procedural factors (sheath resistance with delivery system) may have caused or contributed to the iliac artery perforation.   The complaint was unable to be confirmed. Due to the unavailability of the device, it cannot be determined if a manufacturing nonconformance has contributed to the reported events. No labeling/IFU/training inadequacies were identified. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.  As such, neither a product risk assessment escalation, nor corrective or preventative actions are required.